Manufacturer narrative:
Patient's date of birth unavailable. Relevant tests/laboratory data unavailable from facility. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove left ventricular (lv), right atrial (ra) and right ventricular (rv) leads due to cied system/pocket infection. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction for the leads'' extractions. The physician attempted to retract the helix of the ra and rv leads, but was unsuccessful. The physician chose to focus efforts on removal of the rv lead first, using a spectranetics 16f glidelight laser sheath. While lasing down the rv lead, the lv lead came out with no issues. Upon advancing the glidelight farther to the innominate area, still working to remove the rv lead, there was evidence of lead on lead binding between the ra and rv leads. The physician overcame this binding easily, and was able to traverse down the superior vena cava (svc) using the glidelight device. However, an abrupt blood pressure drop was noted. Rescue efforts began immediately, including rescue balloon, chest compressions and alerting cardiothoracic surgery (CT). A pericardiocentesis was performed and then the CT surgeon intervened. A sternotomy was performed and the surgeon successfully located the site of injury, which was high up in the svc, at the proximal rv coil/ra binding site. Repairs were successful, the ra and rv leads were successfully removed post sternotomy, and the patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure. This report is being submitted capturing the 16f glidelight device which was being used in the area of injury when the svc perforation occurred.